Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated. H6: medical device problem code: 2017 - failure to follow steps / instructions.

Event description:
It was reported that the procedure was performed to treat a mildly calcified lesion in the superficial femoral artery (sfa). A 6x100mm absolute pro self-expanding stent was successfully deployed, in the lesion using a 6f sheath and over a non-abbott guidewire; however, during deployment the delivery catheter was noted to split open. Therefore, the delivery catheter was removed and the procedure was completed with standard post-dilatation of the stent. There were no adverse patient effects nor clinical delay reported. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported shaft break was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents similar incidents from this lot. Reportedly, the 6x100mm absolute pro self-expanding stent was successfully deployed in the lesion using a 6f sheath and over a .014 non-abbott guidewire. It should be noted the absolute pro self-expanding stent system instructions for use (IFU) states: one (1) 0.035" (0.89 mm) diameter guide wire. Use of an undersized guide wire, with insufficient support, may cause kinking in the stent delivery system. The deviation of the IFU appears to have caused/contributed to the reported difficulties. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to deviation of the instructions for use as it is likely that use of the undersized 0.014" guide wire in conjunction with interaction with the moderately calcified anatomy resulted in compromising the device such that during deployment resulted in the noted kinked jacket, the noted split tip and ultimately resulted in the reported shaft break/noted split sheath. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.